Event description:
Per the clinic, the patient experienced a head injury from a fall resulting in no connection to the implant. The implant remains in-situ. A date for an explant/re-implant has not been confirmed.

Manufacturer narrative:
This report is submitted on jul 11, 2023